Event description:
Updated summary: information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm and also pump was returned for analysis.

Manufacturer narrative:
The customer returned pump for an alleged a33 alarm.pump passed the displacement test and rewind test. However, unit received with a33 alarm during the basic occlusion test. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to a33 alarm. Unit unable to download unit to (care link) pro or thds due to several a47 alarms at the alarm history file. A47 alarms due to a corrupted history file. The following were noted during visual inspection: broken belt clip slot, missing end cap sticker, stained address/serial number label and broken reservoir tube lip. The pump was received with 15% of reservoir tube lip broken off, however the test infusion set and reservoir did lock properly into place.in conclusion, unit received with a33 alarm during the basic occlusion test due to loose/protruded support disk. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report

Event description:
Information received by medtronic indicated that the customer received a33 pump alert. No harm requiring medical intervention was reported.  Troubleshooting was performed and confirmed the issue , and the issues were unresolved. Customer will discontinue to use the device. The insulin pump will  be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.